Manufacturer narrative:
An event of valve deterioration(aortic regurgitation) was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 19mm sjm trifecta valve was implanted. On an unknown date a valve in valve was performed due to aortic regurgitation. The patient was reported to be stable condition. No further information is available.